Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. The provided photo shows evidence of blood around the foot and guide; however, any content such as blood or biological matter inside the foot guide cannot be visibly verified. Tissue or biological matter caught between the foot and the foot guide can prevent the foot from fully retracting into the guide. It may be possible that tissue or biological matter in the foot guide may have contributed to the reported difficulty closing the foot ¿after deployment that the footplate remained open¿. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using the pre-close technique prior to a thoracic endovascular aortic repair (tevar) procedure. Reportedly, it was noted after deployment that the footplate remained open. The sheath was upsized to a large-bore and the tevar procedure was completed. Hemostasis was achieved with the suture from the same device and another pre-placed suture. There were no reported adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.